Event description:
It was reported that ongoing intermittent occlusion alarms occurred. These issues led to the customer's blood glucose readings being frequently high. The customer resolved the high blood glucose issue by administering a correction bolus using the pump and later changed the infusion set and cartridge to resume normal insulin delivery. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Technical support educated the customer on changing cartridges every 48 hours for optimal performance, and a follow-up for further assistance was requested.